Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. During analysis, the reported issue was duplicated. It was noted that the main printed circuit board (pcb) was no longer operating as a result of normal wear and was the cause of the reported issue. Service replaced the main pcb to correct the reported issue and performed power up process and uploaded software. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump went into alarm right away. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during an inspection.